Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 80% stenosed target lesion was located in a shunt in the moderately tortuous and severely calcified artery in the left forearm. A 4.0mmx40mmx40cm sterling was advanced to dilate the lesion. However, upon first inflation at 4 atmospheres for 30 seconds, leakage of the contrast was noted and it was then confirmed that the balloon ruptured. The device was completely removed from the patient's body and the procedure was completed with a 4x40 sterling balloon catheter. No patient complications were reported and the patient's status was good.